Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment.complaint not confirmed. Functional testing reveals that the device function as required. Visual evaluation, it was not problems with the device.

Event description:
On 04/14/2022, it was reported by a facility representative via sems that a ar-5400-11 glenoid targeter will not slide through the groove to appropriate depth. This occurred on (B)(6) 2022 during an unknown case, with no patient effect reported.